Event description:
Customer reported a power source alert 07 while using the tandem charging cable and wall adapter. There was no reported impact to the customer¿s blood glucose level as this information was not provided. Customer attempted to charge the pump by leaving the wall adapter plugged into a working outlet for at least 30 minutes, but the pump did not begin charging. Customer did not have alternative charging equipment to try, so a replacement tandem cable and wall adapter were sent via two-day shipping by technical support.